Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states: "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws."

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-08917.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2014. During the procedure, a screw fractured while being inserted into the acetabular cup. The fractured pieces were removed and the remaining portion of the screw was left implanted. Another two screws were utilized to complete the procedure.